Event description:
(B)(4). Started to gain weight immediately, stomach pains, periods heavier than they were with golf ball size clots. I have continued with the bloated stomach with overall weight gain since insertion. Normal weight (B)(6). Now at (B)(6) and rising, despite exercise and healthy eating. I have had bacterial vaginitis, and thickening if the uterine wall since insertion .